Event description:
Caller reported a cgm error 42, indicating an issue with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, but the error persisted, so a replacement pump was arranged. The customer planned to continue using the current pump until the new one was received.